Event description:
Hospital advised that 25,000 units of heparin infused in 4 hours. At 11:00 p.m. A 500cc bag of heparin was set up to infuse on channel b at a rate of 13.9cc/hr. Vtbi set at 480cc. At 3:00 a.m. The bag was empty. A non-capped down stream adapter manufactured by a different manufacturer was connected to the administration set on channel b. The patient expired. The hospital indicated they shipped the pump to ecri for analysis the day after the event and did not perform any testing or change any of the parameters on the pump after the event.